Manufacturer narrative:
The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion or infusion site skin irritation. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were observed. The exact causes of both the reported unsure properly inserted and skin condition irritation events could not be determined. The pod was received with the needle mechanism assembly deployed and it was not observed to be bent or kinked. No problem was found regarding the reported bent/kinked event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505.005.b1. Hardware: pixel 7 pro. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 400 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported when the pod was removed from their arm, they found the cannula had not inserted into their skin and it was found bent. Additionally, they reported observing a bump at the pod site. Treatment information was not provided.